Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient couldn't increase the amplitude on her stimulator. Upon interrogation, it was found that her active lead had 3 contacts that were high. Partial stimulation was achieved with reprogramming. The patient is aware that a revision will be necessary, but is going to wait until effective therapy is completely lost.